Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05922. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat vaginal vault prolapse, urinary incontinence, and cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, fistulae, organ perforation, urinary/bowel problems, feces expelled from vagina, kidney adhered to vaginal wall causing hole in colon, vaginal discharge, and repair surgery resulting in five inches of colon being removed. It was reported that on (B)(6) 2011 the patient underwent mesh removal, repair of sigmoid/vaginal fistula, removal of scar tissue and replacement of bladder sling with sutures. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary tract infection, burning, and frequency. (B)(4).